Event description:
During use for a cardiopulmonary bypass procedure, the arterial monitor module did not function as expected. The arterial monitor provides timers and temperature and pressure monitoring displays. There was no reported adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progres, but not concluded.